Event description:
Our robot arm drape was malfunctioning and not allowing proper functioning with the da vinci instruments. When replacing one instrument for another towards the end of the case, the arm was connecting with the instrument but the drape was malfunctioning and not allowing appropriate control of the arm. The drape was disconnected and reconnected and multiple instruments were used to troubleshoot and verify that it was not an instrument problem, each instrument still worked ok on other draped robot arms.